Event description:
The fse reported that the system intermittently would not boot up. This would result in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigatioin. The ipc 1000 board was reseated during the service call. The system was tested and found to be working as intended and put back into service.